Manufacturer narrative:
The patient is (B)(6). An event regarding dissociation intraoperatively involving a trial stem adaptor was reported. The event was not confirmed. There is no indication that patient factors contributed to the event. The exact cause of the event could not be determined as the device was not available for evalution.

Event description:
It was reported that after post-op x-ray of revision of competitor product on (B)(6) 2013, it was seen that the trial stem adapter separated from the trial and is in the femoral canal above the cement enclosed in femur above the prosthesis.

Event description:
It was reported that after post-op x-ray of revision of competitor product on (B)(6) 2013. It was seen that the trial stem adapter separated from the trial and is in the femoral canal above the cement enclosed in femur above the prosthesis.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown trial stem adapter. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.